Event description:
Initial glucose result of 405 mg/dl. Same sample repeated recovered 138 mg/dl. Same sample repeated on another analyzer recovered 134 mg/dl. Initial result was reported. No information provided to determine if results were used to guide therapy. The investigational unit determined that different sample volumes were pipetted. The investigational unit documented difference in sample pipetting was most likely facilitated by the use of primary tubes with gel, which are known to cause problems if samples are not handled following manufacturer's recommendation.